Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-may-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding a patient receiving intrathecal fentanyl and dilaudid (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient had to have a catheter replaced and then gave his personal therapy manager (ptm). The patient's representative stated 6 months into the pump they were telling the heal th care provider (hcp) having problems and the hcp left the facility. An hcp put a catheter in and was kinked and not delivering medication. It was unknown when the catheter got kinked. The patient's representative stated that a year ago the patient had gone through withdrawals and had to go to the emergency room (ER). The patient's representative then stated that the patient was seeing another hcp at a clinic and she had lowered medication and patient was then going into withdrawals so then patient had to find another hcp and they finally realized that the patient had a kink. The patient's representative was not sure on the exact date and only knew that the medicine put in the pump was not working. It was further reported that the time pump went in 2021, it didn't hardly work as it should no matter what they did so when they changed to a different hcp, they did a pump study over the summer and found the catheter kinked and pump was sluggish on getting medicine to him. It was also reported that the catheter was not high enough for pain in head so when they put the catheter higher in their spine, they also brought medicine in the pump 50% and 20% again recently and gave him a ptm and that's when pain was brought down a little bit.